Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that some of his bolus deliveries were not showing up in the pump. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting for high blood glucose was declined, but troubleshooting was initiated for the delivery anomaly. The patient was able to prime the pump successfully. A self test was also performed and passed. The customer was satisfied that the pump was operating as designed. It remains unknown why the pump was not recording boluses in the bolus history. No products were shipped or returned.